Manufacturer narrative:
Device is combination product (B)(6). (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Central stent strut rows (rows 4 to 6 counting from the distal end of the stent) were damaged. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. : a visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed 28 may 2018. It was reported that following treatment with a high pressure balloon and rotational atherectomy, there was difficulty advancing a 2.50 x 8 synergy¿ stent to the lesion. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.